Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose level. The customer¿s blood glucose level was 18 mmol/l at the time of incident. The customer¿s wife reported that the customer¿s blood glucose level was over 33.3 mmol/l so they changed the entire set and the site and gave correction dose of 10 unit with insulin pump to bring blood glucose level down and after two hours the blood glucose level was 31 mmol/l. The customer¿s blood glucose level was 18 mmol/l in the morning however it should have been 9 to 10 mmol/l. The drive support cap was normal. The customer performed displacement test and self test and it passed. The customer filled tubing of 5.0 unit and insulin came out, removed needle and it was straight had the insulin pump received no delivery alarm in past. The customer test blood glucose level and it was 17.9 mmol/l. The customer¿s blood glucose level two hours after giving correction dose was 18 mmol/l. The insulin pump will not be returned for analysis.